Event description:
Complainant alleged that the operating room clinicians were performing a procedure on a patient (age and gender unknown), but when they attempted to defibrillate the patient, the discharge button on the internal handles would not depress. The clinicians obtained their second device, that had been previously set up with another set of internal handles to successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.